Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported spo2 did not alarm. The device was in use on a patient.